Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is an implant impinging on the nerve.

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient complained of radicular pain post-op. The middle implant was too long and was impinging on the nerve root. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the middle implant that was impinging on the nerve and replaced it with a shorter implant using the same hole. The surgery was completed without any incidents. The patient's radicular pain resolved following the revision surgery.